Manufacturer narrative:
A remote service engineer (rse) logged into the system remotely and confirmed the reported problem. Rse reviewed the logs and advised the customer to check the emergency stop circuit to see if any emergency power off buttons are engaged. After checking the emergency stop circuit, customer confirmed one of the facility emergency power off button was engaged. There was no malfunctions identified with the system. Rse confirmed that after the customer reset the emergency button the system was able to startup as expected. System was working as intended and handed over to customer. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion system to not boot up/start up or shut down. This scenario includes situation in which the main hospital emergency power off button was engaged by the customer which is not caused by the azurion device. Since the engaging of hospital emergency off button would not be considered a device malfunction of the azurion system, this event would not be reportable.

Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.